Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered user related as an incompatible catheter was used in the procedure. The interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii selective diagnostic catheter without side flushing holes. The use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device. (B)(4).

Event description:
It was reported that during a renal aneurysm embolization procedure, the coil deployed prematurely requiring to be snared. A .035 interlock detachable coil was selected to treat the target vessel. The rotating hemostatic valve was attached to a non bsc catheter. Upon introducing and advancing the interlock coil in the catheter, the assisting physician used a high pressure flush in the side port with a 20 cc syringe. Continuous flush was not used. It was then noted that the coil was detached from the delivery wire and migrated out of the catheter. The coil was then snared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.